Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic for a routine follow-up when the programmer reported the device was in bvvi. The patient was asymptomatic. The bvvi indicated "bus error due to write to read only area". The device was reprogrammed. The patient will continue to be monitored normally.